Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon(iab), there was difficulty inserting the balloon. The balloon was replaced. There was no reported injury to the patient.

Event description:
It was reported during insertion of the intra-aortic balloon(iab), there was difficulty inserting the balloon. The balloon was replaced. There was no reported injury to the patient.

Manufacturer narrative:
Updated sections: a4, b4, g4,g 7, h2, h3, h6, h10. The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The sheath was not returned for evaluation. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).